Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). It was reported that during this initial procedure a type ia endoleak was observed and the decision was made to implant a vela suprarenal. After balloon touch-up, it was confirmed that there was no endoleak, and the procedure was completed. Approximately one (1) year post initial procedure during routine follow-up a suspected type 1b endoleak was observed. Six (6) days later the decision was made to implant viabahn (non-endologix) stents in the limbs bilaterally; however, the endoleak did not resolve, therefore the type 1b endoleak was ruled out. An endurant (non-endologix) cuff was placed proximally, but the endoleak did not resolve, therefore the physician determined the endoleak to be type 3b. Additionally, the patient had previously undergone open surgery for intestinal obstruction twice. It is thought that the intestinal obstruction may have been caused by the intestines being compressed by the aneurysm enlargement due to the endoleak. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the distal bifurcated stent graft is confirmed. The additional endovascular procedure is confirmed and the (non endologix) viabahn stents in bilateral limbs and endurant cuff is unconfirmed. The aneurysm enlargement of 3.1mm is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The patient had previously undergone open surgery twice for an intestinal obstruction reported as possibly caused by the intestines being compressed by the aneurysm enlargement due to the endoleak. It is unclear if this (open surgery) contributed to the reported event. There was a reported additional endovascular procedure with non endologix stents. The CT scan provided was prior to this secondary intervention. The final patient status was reported as being monitored while intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.